Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation on her back and chest under the therapy electrode pads and ECG electrodes. The area was described as a red rash. The patient saw her doctor who reportedly prescribed her a pill for the itching. The patient indicated that the rash was healed at that time.